Manufacturer narrative:
Additional information. Complaint allegation is confirmed. Upon visual inspection, the returned bio-screw was found to be broken off and still lodged in the shaft. The eyelet had been damaged around the edges, and the distal end of the shaft was bent. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0087-eo rev 3 - g precautions - 3. Make sure to use the recommended drill bit or punch to create the bone socket.

Event description:
It was reported that during a rotator cuff repair surgery the implant broke while being screwed into a pre-drilled hole. It caused the suture breakage. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.